Event description:
It was reported the during preparation for a stenting treatment procedure stent damage was noticed. While prepping for a stenting treatment procedure the physician removed the 3.50x38mm promus element stent delivery system (sds) form the packaging and noticed a stent strut was bent. The device did not enter the patient and the procedure was completed with a different 3.50x38mm promus element sds. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination identified stent damage. Two struts in the middle of the stent were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the during preparation for a stenting treatment procedure stent damage was noticed. While prepping for a stenting treatment procedure the physician removed the 3.50x38mm promus element stent delivery system (sds) form the packaging and noticed a stent strut was bent. The device did not enter the patient and the procedure was completed with a different 3.50x38mm promus element sds. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.